Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was solenoid failure. The main board was replaced and the unit met manufacturer's specification.